Event description:
It was reported that the micro reciprocating saw ran without user activation during a routine equipment eval at the user facility, by a MFR's service tech. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
The device has been received at the MFR and a quality investigation is anticipated. A f/u report will be filed when the investigation is complete.